Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (2 g, for five days, route and frequency were not reported), injection fortum (1 g, once daily, route and duration were not reported), and injection heparin (intraperitoneal, 0.5 ml per bag, dose and duration were not reported) for peritonitis. The patient's recovery status was unknown. Dianeal therapy was ongoing. No additional information is available.